Event description:
It was reported that the patient presented in the ER after receiving multiple shocks. Patient was scheduled for device change-out. Externalized conductors were observed via fluoroscopy. System was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead with the middle segment measuring 49.5cm was returned in two pieces. Externalized conductors due to internal insulation abrasion were noted at 2.8-4.8cm from the distal end of the svc shock coil. The etfe coating was intact at this location.